Event description:
It was reported that "when the anaesthetist tried to pull the inlay (dilator) out of the sheath after inserting it into the vessel, the cone of the dilator broke off quite smoothly and the dilator remained inside the sheath. Fortunately, the dilator did not slide further into the vessel, so we were able to retrieve it together with the sheath. Afterwards, we laid a new sheath of this type. There were no incidents there. Unfortunately, the product in question was accidentally discarded and is not available for further investigations." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of dilator hub separated was able to be confirmed by the photos. The first and second photos revealed that the hub was completely separated from the proximal end of the dilator. The third photo showed the lidstock information. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instruction label provided with this kit warns the user, "warning: do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary. Warning: do not cut sheath to alter length. Ensure dilator hub fully snaps into sheath cap." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "when the anaesthetist tried to pull the inlay (dilator) out of the sheath after inserting it into the vessel, the cone of the dilator broke off quite smoothly and the dilator remained inside the sheath. Fortunately, the dilator did not slide further into the vessel, so we were able to retrieve it together with the sheath. Afterwards, we laid a new sheath of this type. There were no incidents there. Unfortunately, the product in question was accidentally discarded and is not available for further investigations." The patient's condition is reported as fine.